Event description:
Healthcare professional attempted to place the device but would not go "all the way down." Several attempts were made, but the device would not pass into the stomach as seen on x-ray. When the device was removed, the guidewire was sticking through the tube near the weighted end. Nursing staff was concerned that the guidewire was sticking into the pt and that was why it wasn't going down. The guidewire had not been protruding prior to insertion. A few days later, another attempt was made to place the device, but the pt began coughing up blood. The procedure was stopped and a peg tube was inserted. Nursing staff was unsure if the prior event caused any damage that might have resulted in hematemesis. The pt has recovered well and was discharged to a nursing home. One pt involved. Note: the event date given above is approximate.